Manufacturer narrative:
The ICD and the lead under complaint were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these particular devices as well as on the returned data. The manufacturing process for these devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the ICD functions to be as specified. The returned device data have been analyzed. The analysis of the available iegms confirmed the presence of noise in the rv channel, which led to the detection of vf episodes with shock deliveries. Based on the morphology of the noise signals, the integrity of the lead cannot be assured. The analysis did not show any indication of an ICD malfunction. In conclusion, the devices were not returned for analysis. The review of the quality documents confirmed a regular manufacturing of these devices. The analysis of the returned data revealed no indication of an ICD malfunction. However, the integrity of the lead cannot be assured.

Event description:
Ous MDR - it was reported that this rv lead had multiple shocks delivered as the result of noise.